Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump errors as well as frozen display. The customer¿s blood glucose was 132 mg/dl. The customer stated that there was no response from any button. Customer reports the time clock did not advance. Customer was unable to successfully clear the alarm. The device will be returned for analysis.